Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was also reported  that the right atrial (ra) lead exhibited diminished sensing and decreased sensing. It was also noted that the right ventricular (rv) lead exhibited high thresholds. The ra and rv leadremains in use. No patient complications have been reported as a result of this event.